Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event. Patient details like ID, weight, gender and age were requested but not disclosed form the complainant.

Event description:
It was reported to gore that a needle pull-off of a gore-tex suture, while force was used, was observed. The gore-tex suture was discarded. Additionally it was reported that the complainant is the opinion that the suture seems to be thinner compared with suture devices from the past.